Event description:
Customer reported 1 sitter on cue alarm not working properly. Advised alarm is not alarming when the chair sensor pressure is released. Alarm will alert via nurse call station / system. Also noticed that the alarm will periodically announce low battery when the box is in standby mode but it doesn?t seem to when the sensor pad is activated. Tm troublshooted via unit modes. Confirmed alarm was set to tone mode. Tested unit again and could hear 1 beep when pressure was lifted. Validated alarm would periodically announce low battery when alarm is in standby but did not state low battery when sensor pad was activated. Device was in use with a patient and the patient was injured. Device was found to have low battery after the event. Sn: (B)(6).

Manufacturer narrative:
The extent of injury to the patient is not currently known. Product was returned and evaluated. Visual findings did not observe any damage to the unit. The unit was powered on with the aa batteries that were inside unit when received. Unit immediately sounded battery low. T he device¿s aa batteries were found to be severely depleted, measuring 1.04 v and 1.05 v. The low battery condition likely prevented the alarm from activating as intended. After replacing the batteries with new aa cells, the unit worked as intended. The posey sitter on cue alarm is designed to maintain full function when there is a low battery alert until the batteries are completely depleted. The posey alarm will still sound and send a signal to the nurse call station as intended. The IFU warns the user to not allow batteries to deplete while in the alarm. Change batteries immediately when hearing the low battery chirp. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).